Manufacturer narrative:
With the current available information, no conclusions can be made at this time. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00235 for information related to the other bard/davol "marlex" mesh implanted on (B)(6) 2006.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2006 - the patient underwent bilateral inguinal hernia repair using two bard/davol "marlex" flat mesh. Operative details indicate the same procedure was performed on the right an left sides using "marlex" mesh. On (B)(6) 2013 - per a physician's office note, the patient was evaluated for on going pain in the bilateral groin areas since the "previous hernia repair in 2006" and is "now completely disables". On (B)(6) 2013 - patient underwent repair of the recurrent bilateral inguinal hernias using two non-bard/non-davol parietex mesh devices. Operative dictation for this procedure did not mention the previously placed "marlex" mesh. On (B)(6) 2014 - physician office note from pain clinic indicates the patient to have had ongoing pain since the 2006 hernia repair "in which the initial mesh disintegrated" and continues to have pain after the 2013 bilateral repair. The physician indicates the pain cannot be treated and the patient does not want to continue to take narcotic pain relievers, therefore, is discharged from the pain clinic as there is no further treatment available.